Event description:
The laser system cannot be connected to optical fiber.

Manufacturer narrative:
The diode unit had sma connector damaged. After the replacement, the laser system restarted to work. We are unaware about pt injury.